Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Product has been received, but the investigation has not been completed. A follow up report will be submitted once the investigation has been completed.

Event description:
Customer reported the tri-port extension set leaked while on a patient. No event date or event information was provided by the user. No patient harm reported. Although requested, no additional information provided.